Manufacturer narrative:
The device was reprogrammed and remains in service. No adverse patient effects were reported.

Event description:
Boston scientific crm received information that this device delivered numerous inappropriate shocks due to supraventricular tachycardia eventually exhausting therapy.